Event description:
The customer reported that the analyzer produced a biased potassium results on a pt sample. The sample displayed a millivolt pattern consistent with the presence of static. The initial high result was not reported to the floor, so there was no pt harm as a result of this occurrence.